Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Maude report (mw5033868) states that, after receiving a depuy metal-on-metal hip in 2008, patient began to experience pain and discomfort and loss of stability in 2013. Labs done in 2013 revealed increased cobalt and chromium levels, and revision surgery was performed. Doi (B)(6) 2008 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. A DHR review or lot specific database search was not possible for the additional products associated with this report as lot codes were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Maude report (B)(6) states that, after receiving a depuy metal-on-metal hip in 2008, patient began to experience pain and discomfort and loss of stability in 2013. Labs done in 2013 revealed increased cobalt and chromium levels, and revision surgery was performed.